Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
It was reported that in 2006, a patient had a trochanteric nail implanted due to a pertrochanteric fracture left due to a fall. The surgeon reported that approx two months later, after a second fall the nail broke. On the same day, the patient was revised.